Event description:
Caller alleged discrepant results compared with lab results. Results as follows: date 2007, inratio 4.0, lab 10.0. Pt was given vit k.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 4.0, lab 10.0, mean 7.0, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Per text, "pt was given vit k." This is adverse event case. Products will be tested when returned. Per text, "pt is now stable."